Event description:
It was reported that the 9800 system had a charger failure error and intermittently would reboot on its own. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The voltage at the ps1 power supply was adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc.